Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump bolus was not delivered. The customer¿s blood glucose level was around 220 mg/dl to 204 mg/dl at the time of the incident. Customer experienced high blood glucose level but not over than 400 mg/dl. The insulin pump will not be returned for analysis.